Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 288 mg/dl, 157 mg/dl, and 118 mg/dl 2. 88 mg/dl, 288 mg/dl, and 160 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.